Manufacturer narrative:
Follow-up received on 25-oct-2016: the ptc investigation result was provided. Ptc global number is (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had had chronic pelvic pain shortly after essure (fallopian tube occlusion insert) insertion. She underwent a hysterectomy to essure coils. Pelvic pain is listed in the reference safety information for essure. Considering that essure therapy may cause pelvic pain, considering that she did not experience this condition prior to essure procedure and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. According to technical analysis, a quality defect was not confirmed but considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine prolapse, endocervical squamous metaplasia and chronic cervicitis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abnormal weight gain ("excessive weight gain"), abdominal pain ("terrible abdominal pain") and back pain ("chronic back pain"). The patient was treated with surgery (essure device removal). Essure was removed on 1-nov-2010. At the time of the report, the pelvic pain, pelvic discomfort, abnormal weight gain, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, back pain, pelvic discomfort and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils properly placed. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 18-mar-2021: mr received. Reporter information, patient medical history added. Fu marked signi due to error of imrdf/FDA code. Based on the available information, a review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine prolapse, endocervical squamous metaplasia and chronic cervicitis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("terrible abdominal pain"), back pain ("chronic back pain") and abnormal weight gain ("excessive weight gain"). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain, back pain and abnormal weight gain outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, back pain, pelvic discomfort and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils properly placed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 14-sep-2016 which refers to an adult female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009. Shortly after undergoing the essure procedure, the plaintiff had a hsg (hysterosalpingogram) test performed and was advised that her coils were properly placed. However, plaintiffs post-procedure period has been marked by increasingly severe pain and discomfort, including chronic pelvic pain, terrible abdominal pain, chronic back pain, and excessive weight gain. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. In or around (B)(6) 2010, plaintiff underwent a hysterectomy to remove her essure coils. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had chronic pelvic pain shortly after essure (fallopian tube occlusion insert) insertion. She underwent a hysterectomy to essure coils. Pelvic pain is listed in the reference safety information for essure. Considering that essure therapy may cause pelvic pain, considering that she did not experience this condition prior to essure procedure and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.